Manufacturer narrative:
Follow-up 2/17/2016: reportedly, customer is using manual injections for diabetes management; however customer's blood glucose levels are still elevated (400-500 mg/dl) due to an infection. Recommendation was made to consult with health care provider to discuss pump adjustment to pump settings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 with an elevated blood glucose (bg) level of 500 (mg/dl) and ketones after receiving multiple occlusion alarms. Customer changed supplies and delivered a bolus; however, the occlusion alarms recurred. While in the hospital, customer was treated with an intravenous insulin drip and released on (B)(6) 2016. Pump troubleshooting was unable to be performed due to pump not being in use at the time of the reported event.